Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument, failure problem type: 8015, failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. The error code 110.6201 is cause by the keypad processor safety system will need to replace front case w/keypad on unit. Confirm correct part number for part. Tech thank me for my assist.